Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that during physical education, insulin pump was bumped, causing a constant tone and then insulin pump to stop working. Customer's blood glucose was unknown. Insulin pump would need to be replaced

Manufacturer narrative:
After the battery installation, the pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. The pump was received with a cracked lcd glass. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.